Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) episodes, sensing integrity counter (sic) episodes and rv lead impedance. The lead alerted for high/undefined pacing impedance. The lead had a confirmed fracture. The lead was programmed off. The patient was fitted with a lifevest. The lead remains in use. No patient complications have been reported as a result of this event.